Event description:
A patient underwent total hip arthroplasty on (B)(6) 2016. One week later on (B)(6) 2016, a revision was performed because the acetabular cup had changed position. The report indicates that a kt plate was in use and it was replaced during revision surgery. The surgeon reported that the patient had poor bone quality. This report was the result of a post market survey so the event occurred in 2016 but wasn't reported until 2019.